Event description:
It was reported that, an 840 ventilator had a loss of communication errors. The ventilator was not in use on a patient at the time the malfunction occurred. The covidien tech support engineer (tse) troubleshot this issue with the customer over the phone and recommended to replace the bd to gui cable and if problem persists to replace the bd cpu pcb. Customer was instructed to call back if the recommendation did not correct the failure. Covidien was not authorized to service the device.

Manufacturer narrative:
This report is a duplicate of 8020893-2017-06062. The event is captured under 8020893-2017-06062 report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.